Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/02/2016 with the following findings. On investigation, the alleged power issue was not verified in the black box or duplicated in the evaluation. Review of black box history did not find any unexplained power interruptions. No damages were found with the battery cap or compartment. The contact measurements of the battery cap were within specifications. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and there were no damages to the power circuit found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, the pump shut down several times a day in the past couple of weeks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.